Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 3059052; batch no.: 9232451. It was reported that two patients had to be re-vaccinated due to leakage of vaccine at the base of the needle. Per salesforce pir: "two patients" that had to be re-vaccinated due to leakage of vaccine at base of needle. We did complete the medical device aequester form within the sers.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 3059052 batch no.: 9232451. It was reported that two patients had to be re-vaccinated due to leakage of vaccine at the base of the needle. Per salesforce pir: "two patients" that had to be re-vaccinated due to leakage of vaccine at base of needle. We did complete the medical device aequester form within the sers.